Manufacturer narrative:
P-cap locked properly during testing. Pump powered up properly upon battery installation. Unit successfully passed self-test and displacement test. Unit was successfully downloaded to thump. Verified pump error 53 alarms (file number 2005 line number 5632) in the adapt tool fault main error log on 07/25/2024 18:55:30.000. Per software engineer log it was determined that pump error 53 was generated due to exception on main mcu. Isolate to electronic assembly. Unit was cut open for visual inspection of internal components. Moisture damage found to motor assembly, pcb1 board, and pcb2 board during visual inspection. The following were noted during visual inspection: cracked case on battery side, cracked case (battery tube), stained keypad overlay, pillowing keypad overlay. Pump error 53 alarms confirmed in pump download history due to moisture damage. Isolate to electronic assembly. Cosmetic damage confirmed when stained keypad overlay was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was performed for pump error alarms. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. Informed customer about replacement policy. Mmt-1715kr was requested and customer response was the device will be returned.